Event description:
It was reported that the patient underwent a device change out procedure the day prior. During post procedure checkup, it was noted the right atrial lead had dislodged. Chest x-ray was performed and confirmed lead dislodgement. On (B)(6) 2017, the lead was explanted. The patient was in stable condition throughout the event.

Event description:
New information received on (B)(6) 2017 reported that the patient presented in-clinic on (B)(6) 2017 with shortness of breath upon exertion and an increase in coughing and abdominal swelling. The patient was admitted to the hospial and treated. The patient was discharged with no further complications.